Manufacturer narrative:
H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device tilt. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged perforation. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2006 via right internal jugular vein due to deep vein thrombosis prophylaxis. Patient is alleging tilt, vena cava perforation, organ perforation (on anterior strut perforates the ivc wall 16mm and l 3-4 disc). The patient further alleges ¿it appears that the filter may have imbedded itself because it has been in for over 12 years and I have felt at times a sharp pain on my right side where the filter should be¿ and limited physical activity. Per a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2019, CT of abdomen and pelvis: ¿findings: axial CT abdomen and pelvis with coronal and sagittal reformatted images submitted for review on (B)(6) 2019 of the ivc, filter position, and related findings. The hook of the cook gunther tulip retrievable ivc filter is at the mid l2 vertebral body. The ivc filter is tilted anteriorly but the hook does not contact the ivc wall. All the struts of the ivc filter perforate the ivc up to 20mm. One (1) anterior strut perforates the ivc wall 20mm and resides within the soft tissues. One (1) medial strut perforates the ivc wall 16mm and l3-4 disc. One (1) posterior strut perforates the ivc wall 15mm and contacts the right psoas muscle. One (1) lateral strut perforates the ivc wall 10mm and contacts the bowel. Thrombus within the ivc or filter cannot be evaluated on this non contrast study. No fracture fragments are identified. Impression: infrarenal ivc filter perforating through the ivc with multiple struts extending extraluminal as described above. The above mentioned ivc filter is considered temporary and removable. Therefore, further evaluation with interventional radiology is recommended for possible intervention.¿

Manufacturer narrative:
Occupation: non healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown; no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2006. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Additional information: the following field was updated per additional information received: h6. Investigation ¿ investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava/organ perforation, tilt, embedded, pain and limited activity. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported pain and limited activity is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable, or unchanged.